Manufacturer narrative:
Pump was received with completely broken reservoir tube lip. Unable to perform displacement test and reservoir unable to lock into place due to broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage to the reservoir. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.